Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it did not launch cfnapp and 2cat4 booted into windows but showed microsoft error codes after login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not launching carefusion application. A field service engineer found station failed to launch and experienced corrupted windows. The fse re-imaged the system, installed all necessary software, and performed a complete synchronization. Tested ok. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it did not launch cfnapp and 2cat4 booted into windows but showed microsoft error codes after login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.